Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there were problems with the single use aspiration needle 19 g detaching from the scope during the intended diagnostic endobronchial ultrasound bronchoscopy transbronchial needle aspiration (ebus tbna) procedure. The intended procedure was completed with another similar device. The device was discarded and will not be returned. There were no reports of patient harm or impact associated with the reported event. Additionally, it was reported that the needle detached from the scope at the working channel. It was loose from the scope but the needle itself was intact. The issue was that the needle would not stay on the scope (on the outside), as it fell off there. There were a few minutes delay to exchange out the device for a similar needle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).